Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Cleaned and reseated the cpu to display ribbon cable to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Cleaned and reseated the cpu to display ribbon cable to resolve the issue.

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.